Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: due to wear of angle wire, bending angle in up direction did not meet the standard value; the adhesive on the bending section cover had a chip; the universal cord was deformed; the right/left knob was deformed; due to deformation of the forceps elevator lever, the upward/downward angulation control knob could not be locked securely. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for pseudomonas and klebsiella pneumoniae contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the customer culture results. The user provided the following result of the culture test, performed at the third-party labs after reprocessing: sampling date: (B)(6) 2023, sampling from: auxiliary water ch /foot pump, cfu: 0cfu, bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿   olympus will continue to monitor field performance for this device.